Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Post-operatively, the patient had an infection so the ins and two leads were explanted. There were no environmental/external/patient factors that may have led to the issue. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. The products would not be returned as the customer discarded them and the rep noted that the products would be replaced in the future. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.